Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/17/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was inspected by a qualified inspector using a microscope with 12x magnification. It can be seen that a part of the optic center is missing. The lens is contaminated and dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: does not apply - lens was not implanted. If explanted; give date: does not apply - lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not transparent. This was observed during handling and prior to insertion into the eye and there was no patient involvement. No additional information was provided.